Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01255/ 02343/02344).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately nine years post-implantation due to alleged trochanteric fracture and loosening of the femoral component. A review of invoice history confirms the modular head, bearing, and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report confirms patient was revised due to periprosthetic fracture and loose femoral component. Operative report further noted metallosis and metal synovitis.